Event description:
It was reported that revision surgery was performed due to pain and acetabular fixation failure. Devices had been implanted for approximately 2 years.

Manufacturer narrative:
(B)(4).